Event description:
It was reported that during a laparoscopic hysterectomy procedure the silicone pad was peeled away. Piece fell into the patient and was retrieved. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.